Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, the aorta was inadvertently punctured with the transseptal needle, requiring surgery to repair. The physician noted that the patient had difficult anatomy. Once the puncture was noted, the sheath was left in place, and cardiac surgery was consulted for further management and patient transfer. The patient remained stable and recovered well following the surgery.

Event description:
During an atrial fibrillation procedure, the aorta was inadvertently punctured with the transseptal needle, requiring surgery to repair. The physician noted that the patient had difficult anatomy. Once the puncture was noted, the sheath was left in place, and cardiac surgery was consulted for further management and patient transfer. The patient remained stable and recovered well following the surgery. There was no alleged performance issues with any abbott device and it is not alleged that the event was caused by any abbott device.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11/the results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported aortic puncture could not be conclusively determined.